Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4, serial no.: the following are the serial numbers reported: (B)(4);  (B)(4);  and  (B)(4). However, it is unknown which of the three serial numbers got hot.

Event description:
It was reported that during testing, the motor drive unit handpiece was not working and got hot. No case reported; therefore, there was no patient involved.

Manufacturer narrative:
Internal complaint reference (B)(4). A1: updated to none. H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference (B)(4). H8: updated to unknown.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation conclusions). H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and found no issues, the mdu worked as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.